Event description:
Balloon had a perforation because it could not be inflated. Fluoroscopy was used to confirm iab was not inflating. Iab was exchanged. There were no reported pt complications. Note: this is the first event of three involving the same pt. See also MDR's 1219856-2006-00017 & -00018.